Event description:
Complainant alleged that during biomed testing, the device displayed "status 56" and the display became jittery, then the device powered down and would not turn on any longer. Complainant indicated that there was no pt involvement in the reported malfunction.